Event description:
It was reported that an obvious decline of voice volume and an appearance of noise were noticed by the pt 10 days ago on (B) (6) 2009. Problems with the external devices were excluded. Testing carried out indicated that the implant has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.